Event description:
It was reported that the monitor is flickering on the 6800 system. There was no report of patient injury.

Manufacturer narrative:
No additional information at this time. Additional information will be reported as required.